Event description:
The device was used during an emphyseme bulla procedure. Reportedly, the approximating lever broke. The surgeon applied cautery and another device to complete the procedure. The hospital has reported no pt injury occurred.